Event description:
The customer stated they were getting low results and were giving themselves food and sweets to raise blood glucose. They kept testing and their blood glucsoe was not going up. They kept eating and began to feel ill. Family member took pt to the dr where they passed out. They were taken to the emergency room where their blood glucose was tested with a result of 1600mg/dl. The customer was in a coma for three days. No controls were in use. Unk treatment. A request was made for the return of the suspect device and replacement product was sent.